Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery due to difficulty pumping the device. A new reservoir was implanted. No patient complications were reported and no further information was provided.